Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 11.4 mmol versus 9.2 mmol meter to lab. Tests were done within 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.